Event description:
Pt was hospitalized for diabetic ketoacidosis with glucose level of 560 mg/dl. Pt also had an infection, pneumonia and an elevated platlet level. Dr. Indicated that the "insulin did not seem to be going through the system". Pt was put on antibiotics and insulin drip.